Event description:
The customer reported that the insulin pump alarmed motor error during normal use. The customer stated that the insulin pump was worn during an MRI scan. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.